Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) deleted the patient information for one bed tile. The patient vitals disappeared from the tile. Once the ip address was reassigned to the sector in service mode, the patient's waveform returned. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) deleted the patient information for one bed tile. The patient vitals disappeared from the tile. Once the ip address was reassigned to the sector in service mode, the patient's waveform returned. No patient harm was reported.